Event description:
The reporter indicated that a 12.6mm, vicm512.6, -5.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Transient loss of bcva (assessed on (B)(6) 2023), anterior subcapsular, capsuar fibrosis and lens opacity asc(observed on (B)(6) 2023) was observed. Lens was explanted on (B)(6) 2023. Phaco-emulstification(cataract surgery) &iol implantation. This has not resolved the problem. Device: additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - health effect clinical code 4581: anterior subcapsular and capsuar fibrosis. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).